Event description:
It was reported that a peritoneal dialysis (pd) patient had a surgery and there was a little blood clot near catheter but it was removed by the nurse. Attempts to obtain additional information were unsuccessful. The type of surgery that the patient underwent is unknown; however, there is no evidence that the surgery is related to use of the liberty select cycler or other fresenius product(s). The reported blood clot near the pd catheter is a known complication of pd therapy (see reference). There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a fresenius device malfunction or deficiency reported for the surgical event. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).